Event description:
It was reported by a pt that she had mesh inserted during a laparoscopic hysterectomy in 2004. The pt experienced vaginal discharge with foul odor. A vaginal erosion was discovered in 2008. A small part of mesh was removed three months later. The pt is experiencing chronic lower abdominal pain, nausea, fatigue, and changes in bowel habits. The pt is scheduled for a CT scan and a colonoscopy in early 2009.

Manufacturer narrative:
Mesh exposure occurred - fatigue occurred - change in bowel habits occurred - mesh exposure occurred - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.